Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer's blood glucose level was reported as "high" due to the issue. Customer addressed the high blood glucose by administering a correction injection and changed the infusion set and cartridge before resuming insulin delivery. No third-party assistance was required.